Event description:
It was reported that an ilet user contacted support for assistance returning the pump to the rewind step after becoming stuck on the fill tubing step during a supply change; the agent instructed the user to confirm drops observed, which returned the system to the home screen, and then to select change cartridge and tubing to access the rewind step, after which the user stated they could complete the process independently. There were no reported injury or adverse clinical effects. Outcomes included no health consequences, and successful completion of troubleshooting and education. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed user difficulty with supply change steps without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational difficulty resolved through education.